Manufacturer narrative:
This is 1 of 2 medwatch reports regarding this event. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and collapsed and there were differences between sensor glucose and blood glucose levels and the insulin delivery was not suspended. The customer also reported that the insulin pump was over delivering the insulin. The customer was treated by visiting the emergency room. The event involved product(s) mmt-1884, mmt-332a, mmt-396a, mmt-7040a. Troubleshooting was performed, the customer reported blood glucose value of 30 mg/dl and the sensor glucose value of 130 mg/dl, the difference between sensor glucose and blood glucose values was beyond 30% limit. Troubleshooting was performed for low blood glucose event and the customer was advised that the insulin pump will be replaced and advised to revert to a backup plan per health care professional instructions and place pump in storage mode. No further patient complications were reported. The customer will discontinue to use the insulin pump. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-332a. No product return is required for mmt-396a. The customer will discontinue to use the sensor. Mmt-7040a was requested and customer response was the device will be returned.

Manufacturer narrative:
The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at 0.0872 inches. The thump and carelink software was utilized and downloaded trace/history files properly. On the primary svn #: (B)(6), unable to verify daily total of basal/bolus and all insulin delivered on the event date (B)(6) 2025 listed on smartsolve due to insufficient data in the trace/history files. On related svn #: (b)(, unable to verify daily total of basal/bolus and all insulin delivered on the event date 13-feb-2025 listed on smart solve due to insufficient data in the trace/history files. In further review of the formatted history file 1 week prior to the (primary svn #: (B)(6) event date of 12-feb-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. In further review of the formatted history file 1 week/2 days prior to the (related svn #: (B)(6) event date of 13-apr-2025, there is no unexpected alarm(s)/suspends recorded in the formatted history file. The test guardian link with the watertight tester and the test accu-chek guide link bg meter communicates properly to the pump. Pump programmed with sg and bg value and all registered properly in the summary history noted. The pump was received without a battery. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (22.5 mv). The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: pillowing keypad overlay, cracked case corner of the belt clip rails near the battery compartment and cracked battery tube threads. The pump passed all the required testing. Unable to verify customer alleged for high bg and low bgs. Customer alleged not confirmed for big differences between sg and bg values. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.